Event description:
In 2009, patient reported receiving an occlusion error on her infusion device. Patient reported she received one the day before and changed her infusion tubing. Patient stated this cleared the error, but this morning she received another occlusion error. Assisted patient with troubleshooting the error. Had her disconnect from the infusion site and prime out of the end of the tubing; received an occlusion error. Had patient remove infusion tubing and prime out of the infusion adapter; priming was successful. Advised patient tubing needs to be changed. Patient reported she does not have any unexpired tubing with her. Had patient attach the tubing to her infusion device and attempt to prime; patient reported she received a depleted battery message. Patient inserted a new battery and was able to prime out of the end of the tubing. Reminded patient to replace this tubing as soon as she was able to. Patient connected to the infusion site and put infusion in run mode. Patient reported this is an ongoing issue. Advised her to check with the manufacturer of the insulin to see what the recommendation is for the number of days the insulin should be in use. Patient reported she experienced an elevated reading due to the occlusion error. Patient took a blood glucose reading while on the call with a result of 471 mg/dl. Patient stated she took a bolus of 15 units of insulin and the bolus went through successfully. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.